Manufacturer narrative:
Updated fields: b4, b5, d9, e1(initial reporter, email), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Initial reporter full name-(B)(6). A getinge field service engineer (fse) evaluated the unit and replaced the top display lcd assembly. No leak was identified upon inspection. Ran and all performance and functional tests were conducted. The unit passed all evaluations without issue.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed a vertical white line on the screen and generated a leak message, although no leak was identified upon inspection. No patient was involved, and no harm occurred.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported by customer that during use of cardiosave intra aortic balloon pump, white vertical line appeared which went down the screen and also leak message was displayed. There was no harm or injury reported.